Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned neurovascular treatment was performed when the issue happened. The procedure was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that x-ray pc's disk bay board was degraded. Following a study of the log file, rse found that reported issue. Upon further troubleshooting, the philips field service engineer (fse) confirmed the disk bay board was defective. To resolve the issue, the fse connected the hdd directly to mainboard. On later fse replaced the disk bay board and implemented the fco. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the x-ray computer's disk bay board was degraded, which can impact imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.